Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a red alert. Review of latitude noted the presence of high out of range shock impedances. No changes have been made and the ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a red alert. Review of latitude noted the presence of high out of range shock impedances. No changes have been made and the ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This correction supplemental report is being submitted to update the type of reportable event from malfunction to serious injury.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a red alert. Review of latitude noted the presence of high out of range shock impedances. No changes have been made and the ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a red alert. Review of latitude noted the presence of high out of range shock impedances. No changes have been made and the ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.